Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
While reporting a broken belt clip, the customer reported having a blood glucose level of 48 mg/dl prior to the call. Customer reported treating with juice and being able to raise his blood glucose level to 274 mg/dl by the time of the call. No further information was provided.